Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage at the site event on 18-feb-2026. The infusion set was in use for three days. No further information available.